Manufacturer narrative:
The device was returned and customer allegation was confirmed. B30 scope communication error occurred due to breakage of the electronic board. The electronic board was reinstated; the device was kept running for four hours and b30 error did not occur. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the loaner bronchovideoscope exhibited b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication) error was breakage of the electronic board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, there was no procedure involvement.